Event description:
The heat seal from the tip of the bag busted open at the tip, caused by the pressure built from removing the bag with the gallbladder in the pouch from the small incision. The bag's seam was maintained, although bile was seeping from the tip since the heat seal had broken. Suction irrigation was used to ensure all bile was removed from the patient.

Manufacturer narrative:
The reported device is not available for return for evaluation. The manufacturer, (B)(4), has been made aware of the issue. Investigation into the root cause is in process.